Manufacturer narrative:
The device history record (DHR) review was not completed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency nor was one confirmed through investigation.

Event description:
Edwards received additional information that seven (7) years, eleven (11) months post-implantation of this bioprosthetic aortic heart valve, a transcatheter valve was implanted (valve-in-valve) due to severe aortic stenosis with moderate regurgitation. No additional details were provided.

Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to stenosis and/or regurgitation . Stenosis/regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration (svd). Svd is the most common reason for bioprostheses explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. There is insufficient information to conclusively determine the root cause of this event; however, the stenosis and regurgitation in this case were most likely impacted by the progression of the patient¿s underlying valvular disease pathology. No corrective action is applicable; however, edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If any additional information is received, a supplemental report will be submitted accordingly.

Event description:
It was reported that there was structural valve deterioration with severe aortic stenosis and moderate aortic regurgitation observed on this patient. It is unknown if the valve was explanted or replaced. No other information was provided.

Manufacturer narrative:
Additional manufacturer narrative: the device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.